Event description:
It was reported that the procedure was to treat a lesion located in the mid right coronary artery (rca) using radial access. A 3.0x12 mm vision stent was deployed in the mid rca. An attempt was being made to cross to the lesion with another 3.0x12 mm vision stent delivery system (sds); however, the stent dislodged into the anatomy. No resistance was felt during retraction of the sds from the patient. A snare device was used to capture the dislodged stent implant which was brought to the radial artery; however, it could not be removed. The decision was made to surgically remove the stent from the radial artery. Post surgery the patient is reported to be well. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was returned for evaluation. The stent dislodgement was confirmed. Based on analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances for this lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.